Event description:
It was reported that the temporary trial went in fine but when the patient¿s doctor went to put in the permanent implant they couldn¿t get it put in the tube and the patient had to wait two weeks and come back and get a paddle lead put in. The paddle lead worked better and was a different procedure. The patient¿s device worked and had reduced their need for oral pain medications. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).